Event description:
During surgery to reposition the electrode array of the abi, the device intermittently then completely failed to generate any pulses. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed on 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.